Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, based on the data log that was received on 09/20/2014, the complaint of inaccurate blood glucose values was confirmed.